Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device displayed a constant downstream occlusion message when no occlusion was present. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of spec with respect to constant downstream occlusion alarms, which were reproduced. During the eval, the downstream sensor current reading was out of spec with a fluid filled set loaded (high readings). High readings can make the device more sensitive to false downstream occlusion alarms. The downstream pressure plate gap was also found out of spec. The device was calibrated to ensure proper occlusion detection.